Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: pt 1: date: (B)(6) 2011; inratio: 1.1; re-test: 2.6. Pt 2: date: (B)(6) 2011; inratio: 2.1; re-test: 1.7. Customer has only been using the meter for a month.